Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device testing showed fluid leakage from the tank. The device tank was found to have over-tightened screws. The issue was determined likely to have been caused by damage during use.

Event description:
It was reported the device was found to leak. No adverse effects reported.